Manufacturer narrative:
The device was sent to the manufacturer for analysis. The reported device was confirmed on the unit returned. The unit was visually inspected, and the manifold was missing one of the ¿connectors¿ (the one where the transducer is attached). No events were identified in the DHR review that could be related to the reported condition as part of integra¿s assembly/packaging operations. Nonetheless, reported condition is consistent in the point of breakage as observed in previous complaints. A most probable root cause has been identified to be related to the stopcock supplier. Device identifier: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The sales representative reported on behalf of the customer that a transducer attachment on the 10110 csf drainage system with pole mount system had cracked and was leaking cerebrospinal fluid (csf) on (B)(6) 2019. Additional information received on (B)(6) 2019 indicated that there was no known patient injury or consequence. There was a small amount of csf that leaked. They changed to a whole new external ventricular drain (evd) set-up.